Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the lid of the cap was deformed so sterile water was leaking.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related. The reported failure was able to be reproduced. The product had caused the reported failure. Sample has been evaluated and found that there was no water left inside the syringe. The plunger was located at 10ml. Observed the cap was deformed. No crack or damage was observed at the syringe or gasket. Filled water into the syringe and found water leakage from the cap. The reported event is confirmed as supplier related issue. The potential root cause for this failure could be due to defect contributed by vendor/supplier. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warnings 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder/urethra may be injured. 2. Applicable patients (1) patients with delirium who might pull out catheter when patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients (1) patients with known allergy to silver coated catheter directions for use 1. Method of use the device is intended for single use only and is not reusable. 1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. 2) lubricate the distal end of the catheter with water-soluble lubricant. 3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. 4) pull catheter to seat the balloon at the level of the bladder neck and secure placement. 5) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. 2. Precautions for use 1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. 2) when deflating balloon, do not aspirate with a syringe. 3) when inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and make sure to keep the stylet in place inside the catheter during insertion. 4) when inflating balloon with sterile water, use the sterile water of the prescribed capacity labeled on the valve. 5) no substance except sterile water should be used to inflate the balloon. 6) do not wipe catheter surface with organic solvents such as alcohol. 7) do not aspirate urine through drainage funnel wall. 8) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely 9) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. Correction: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the lid of the cap was deformed so sterile water was leaking.